Event description:
While performing routine service on the CT/I system the fe received a cut on the head that required 3 stitches. The fe was working on the slip ring and brushes on the rear of the gantry with the covers removed. Upon standing up, fe hit the head on one of the rear gantry cover mounting brackets that are attached to the gantry frame. The mounting brackets are made of stamped steel and extend out from the gantry frame in order to engage the cover. There was no device malfunction, failure, or problems with the system.